Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, an olympus flex video scope (unknown model number) potentially had black rubber pieces detach in the reprocessor during cleaning. The pieces were discovered within the cleaning tank of the reprocessor. The issue occurred during routine maintenance. There were no reports of patient involvement or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d8, h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.